Event description:
It was reported that during a video-assisted thoracic surgery (vats) left upper lobectomy, on the left upper lobectomy, the first reload could not be fired, so a new reload was opened. The second one could also only be fired about 2 cm, and the shell was replaced at the discretion of the doctor. After that, firing could be performed without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4l0930); sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle ((B)(6)); sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3.5 cm cut line. The jaw of the reload was open. Staple pushers were visible at the 4 cm cut line. There were deformed antifriction nylon pads on I-beam. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. Functional testing noted that the reload was loaded into a representative handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as int ended. The issue may occur if the device was fired over tissue that is beyond the recommended thickness range or if the firing handle was not completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.